Event description:
It was reported that the patient presented in the clinic for follow-up. Interrogation of the patient's pacemaker revealed over-sensed noise on the right ventricular (rv) lead causing pacing inhibition and over-sensed noise on the right atrial (ra) lead. The pacemaker was re-programmed to resolve the noise over-sensing. However, the programming changes resulted in under sensing the patient's atrial fibrillation (af). The pacemaker sensitivity was reprogrammed allowing appropriate af detection. The patient was in stable condition.